Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
The patient reported that he has a lot of pain with the battery in his back. When asked to clarify, he said he fell about 7 months ago when he still lived in (B)(6) and the ins stopped working. He said he saw his healthcare provider (hcp) there about it, and they were starting to coordinate replacing the implantable neurostimulator (ins) (as "it" was telling them it was in his back, but wasn't communicating with them), but this was during covid and patient was not able to have surgery in (B)(6) during that time. He then said now the last 2 days the lower left side of his battery was hurting. He said he needs to see a neurologist and maybe have ins taken out. The patient said he found a hcp and contacted their office and was told to call and get in contact with a manufacturing representative (rep). The role of reps was reviewed and a message was sent to field team in patient's area. The patient's new address was not gathered.